Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead helix was deployed after placing the lead in the intended position and lead testing showed stimulation was present and there was a high and intermittent threshold value observed. The physician intended to move the lead, however, the helix would not detach once fixated. The physician then applied pull force on the lead to try and detach it but the lead was seen buckling around the helix. A stylet was introduced to in an attempt to detach the lead but there was no success. The lead was re-tested and high pacing impedance and no capture was observed in unipolar configuration. The process to reposition the lv lead was attempted again but to no avail. The physician decided to slit and suture the lead in. After closing the pocket and testing the lead, the lv tip-can threshold and pacing impedance were within expected range and during a post-operative check the values remained the same. The physician noted that due to the high pacing impedance observed during implant, there was only "one place the lead could be" and the initial assessment of the lead was that it had gone down a dissection flap. It was added the physician believed the lv lead may have caused the dissection. The lv lead remains in use. No further patient complications have been reported as a result of this event.